Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed an open sore under their left breast. The irritation was open and weeping. The patient was given a prescription of nystatin powder from their physician. During a follow-up, it was reported that the patient's irritation improved after being remeasured into a new garment and using calamine lotion. The nystatin powder from the doctor was used but did not help the irritation.